Manufacturer narrative:
H10: e1 - reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that a 1101 error occurred. The manufacturer's product support engineer (pse) discovered the error code in the event log. The error indicates that the ventilator restarted due to anomalies detected during operation. This could include invalid or corrupted information, unanticipated situations, or object allocation errors. It is unknown if there was patient involvement at the time the reported issue occurred; however, there was no reported harm to the patient or user. Because the 1101 error code occurred in conjunction with the 3007 "software exception" error, no action is required per the service manual. If additional information is received, the complaint file will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Per good faith effort (gfe) response received, the device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. Although the device was swapped out for another v60, therapy was not interrupted nor delayed.